Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred 3 days after the sensor had been inserted into the arm. The patient uses tandem tslim in hybrid closed loop. According to the patient, on (B)(6) 2025, after having breakfast she checked her cgm which had a reading of 98 mg/dl. She did not check her blood glucose. The patient stated she suddenly felt dizzy and passed out, slightly bumping her head on the floor when she fell. Although her bg was not checked, the patient was certain she was hypoglycemic. There was no report of hypoglycemia reversal. After the patient regained consciousness a few minutes later, the patient called her mother to take her to the emergency room. Once at the hospital, the doctor checked her glucose values, bg was reportedly euglycemic and the cgm was not documented. There was no treatment given related to her diabetes; however, the patient was given 500mg of panadol for headache. The patient was discharged from the hospital 2 days later. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.